Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 100mm abdominal aortic aneurysm. Vessel morphology at implant was not reported. During post-operative follow up a CT identified a type iii endoleak (separation) due to inadequate overlap during the index procedure. The physician performed an intervention where another 28x28x82 was implanted in order to reline and bridge the type iii endoleak. The intervention was successful and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).